Event description:
It was reported by service report that the scale was malfunctioning. It is unk if there was pt involvement or if adverse consequences to report.

Manufacturer narrative:
Results - defective foot left load cell and the load cell cable caused the scale to malfunction.